Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted that the shock impedances had gradually increased. Subsequently, non-invasive programmed stimulation (nips) was performed to test the integrity of the system. The shock impedances were within normal limits, and the physician planned to continue to monitor the system. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted that the shock impedances had gradually increased. Subsequently, non-invasive programmed stimulation (nips) was performed to test the integrity of the system. The shock impedances were within normal limits, and the physician planned to continue to monitor the system. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this rv lead exhibited high pacing and defibrillation thresholds. The rv lead was explanted and replaced. The rv lead will not be returned as it was discarded by the hospital. Outside of the surgical procedure, no additional adverse patient effects were reported.